Manufacturer narrative:
(B)(4). Medical products: compress short anchor plug # 178560 lot # 353940, compress short anti rotation spindle # 178370 lot # 056150, compress / finn transverse pin # 178533 lot # 042110, compress to gmrs adapter # cp0000640 lot # 882500, compress centering sleeve # 178542 lot # 299940, compress nut co-cr-mo alloy # 178512 lot # 885860, compress compression cap # 178399 lot. #131010. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10449, 0001825034-2017-10450 and 0001825034-2017-10451. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery 20 days post previous revision knee surgery due to femoral bone fracture and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.